Event description:
During an MRI procedure, an anesthetized pt was being monitored with an ECG monitor. Following the procedure, a 1 cm blister was observed beneath an ECG electrode (ll electrode). The blister was treated with bacitracin antibiotic ointment. The pt was under general anesthesia during the MRI procedure. The ECG electrodes used have smaller contact area with the skin (pediatric electrodes used on an adult), and the pt ECG cable was positioned such that a loop was present. Both these conditions are contraindicated in the monitor's labeling. Also 4 of the 6 MRI scan sequences were at the minimum MRI rf power levels (transmit gains of 200).